Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a site change, with blood glucose rising to over 400 mg/dl for approximately three hours; tubing, cartridge, and inset appeared normal without leakage, and the user replaced the teflon inset and supplies with guidance, after which insulin delivery resumed and glucose began to trend down. Symptoms included fatigue. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included troubleshooting and education with the user regarding supply change and infusion set replacement. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia. It was concluded that the event was consistent with hyperglycemia of unclear cause with resolution after infusion set replacement and continued monitoring.